Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that they received unexpected restart alarms. The customer's blood glucose was 356 mg/dl. Alarm occurred shortly after inserting a new battery during troubleshoot. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and unexpected restart error test. No unexpected restart error alarm noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.